Manufacturer narrative:
Evaluation summary: the condition of failure code 810:11 was confirmed in the event history due to an out of calibration air-in-line printed circuit board. The air-in-line printed circuit board was recalibrated and verified. There is an ongoing CAPA investigation, associated with this report.

Event description:
In 2009 the facility's technician reported to baxter global technical services that at about one week prior, one colleague cxe volumetric infusion pump with multiple 810:11 failures even after cleaning tubing channel. This event occurred during set-up. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 6.13.90.